Event description:
It was reported that the customer's insulin pump alarmed motor. It was stated that the customer was disconnected and received an error during the manual prime process. Advised that the customer should revert to back up plan. The customer's blood glucose reading was 3.9 mmol/l. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The insulin pump had a missing end cap sticker.